Event description:
Customer reported blood glucose greater than 400 mg/dl (exact result and time unreported) after bout 24 hours of device wear. A correction bolus (time and dosage not specified) did not return bg to normal. He stated that the cannula appeared kinked.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported product condition or determine if it or some other malfunction may have contributed to the reported high blood glucose. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."